Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue during a laparoscopic-assisted hysterectomy. The site contact was not able to provide details regarding the removal of the device jaws. There was no pt injury. No additional information is available from the site.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.